Event description:
Medtronic received information that following the successful implant of a transcatheter bioprosthetic valve, hemostasis was not successful with the first abbott vascular proglide closure device. A second proglide closure device was used but the suture was not closed properly; therefore, a third proglide closure device was used. Lower extremity angiography revealed stenosis at the puncture site caused by the proglide closure device. Percutaneous transluminal angioplasty (pta) was performed with a non-medtronic balloon. The final lower extremity angiography showed improvement in the stenosis and the procedure was completed with no hemorrhage. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)